Event description:
It was reported that the patient never had therapeutic effect and was in severe pain. The patient was unable to adjust stimulation and the programmer displayed "call your doctor" icon, which indicated end of service. Additional information has been requested and will be made as follow up as it becomes available.